Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/01/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and boot up due to perpetually rebooting. Perform functional test: could not perform due to perpetual reboot. Open receiver, detach ui pcba, download and review receiver log: pass, symptoms of initializing screen without manual restart not found in logs. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.